Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he cannot read print without reading glasses. He has spoken with doctor regarding this, she prescribed reading glasses. He would like company to reach out to the surgeon for further information of his outcome. Additional information received; the cause of event was limitation of extended depth of focus technology. There was no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.